Manufacturer narrative:
Info is unavailable: device was not returned for evaluation.

Event description:
It was reported that the device was used during a laparoscopic right salpingooopherectomy. The device functioned properly during the original procedure in 2009. The pt returned next day with a bleed. The pt was returned to surgery, and the bleed was stopped laparoscopically. The original device had been discarded. It is believed the pt may have fallen at home after the first procedure. The staples were all formed properly, and the area was secure at the time of the initial procedure.